Manufacturer narrative:
Inspection of the soft cannula found no bends or kinks. A leak test was conducted successfully, and a tear was observed on the exposed portion of the soft cannula, where it was observed to leak. The timing and cause of the observed cannula tear could not be determined. Investigation of the bottom housing indicates that the adhesive was properly welded to the device and no damages or defects were observed that would contribute to the reported event. The cause of the reported adhesive issue could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Smartphone operating system: 18.7. Smartphone hardware: iphone12.8. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose above 250 mg/dl while wearing the pod between 36 and 48 hours. The adhesive was not sticking well to the skin, and the pod was leaking during wear. When the pod was removed from the infusion site on their leg, the pod's cannula was found bent. As treatment a new pod was placed and activated.